Manufacturer narrative:
(B)(4).

Event description:
It was reported the bilateral deep brain stimulation (dbs) patient had both of their implantable neurostimulators (inss) turned off prior to a tracheotomy procedure that required cautery. While turning each ins off, a physician programmer was used to measure each ins's impedances and turn the ins off. The patient's right side ins was interrogated and turned off without issue, however their left ins was found to have been already powered off when power-down was attempted. It was indicated the patient's healthcare provider (hcp) had "no recollection of turning it off" prior to the event. Following the cautery procedure, when attempting to turn on each ins, it was found that "while the right side ins turned back on as normal, the left side ins parameters were different than before the operation." It was noted the left ins "had become multi-programming by itself" had that this was "thought to have been caused by electromagnetic interference." It was stated there was an "abnormality" with the left ins. There were "no" health hazards to the patient from the event. A supplemental report will be filed if additional information is received.

Event description:
Additional information attained from the ins records indicated the ins did not have multiple groups or programs set up interrogated with a physician programmer. It was also noted the patient was set up so they could not adjust any stimulation parameters with their patient programmer. It was additionally noted that both the non-volatile and volatile memory components of the ins indicated they were not affected by any electromagnetic interference either during the tracheotomy surgery or at any other time.